Event description:
I used a "quickvue at-home otc covid-19 test" and it appeared negative. I assumed I was and exposed my family to covid. When I came back to this test that I had left out, I peeled off a sticker with arrows on it pointing to the test end of the test strip and found that the sticker was covering the positive pink test line. I took the second test in the box and the same thing happened. The positive pink test line was obscured by the arrow sticker. I've include photos of before and after I peeled the sticker off the second test. I also took a photo of unit information. This defective test means the people testing positive don't know they are because the sticker covers the result. Most people won't look under the sticker, no where do the instructions say to do this. FDA safety report ID# (B)(4).